Event description:
Initial report: this non-serious case from (B)(6) was received from a health professional (aesthetic practitioner) on 27-may-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid therapy on (B)(6) 2010 from batch 1a9032 for cosmetic reasons. No additional treatment details were mentioned. On approximately (B)(6) 2010, the pt visited the practitioner and the pt had granulomas at the corners of her mouth. The date the granulomas developed was not specified. The rptr also mentioned that over the last six weeks or so, the needles being used to administer poly-l-lactic acid had been clogging up. Relevant medical history and concomitant medication information were not mentioned. Action taken: unk. Corrective treatment - unk.

Manufacturer narrative:
Important medical event. Ot recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4); (B)(4). Rptr's causality assessment: not provided.